Event description:
Atrial bipolar lead impedance warning on (B)(6) 2023 for impedance >3000 ohms. Current atrial lead impedance >3000 ohms. Device appears to be intermittently undersensing and blanking events on atrial lead, noted on current and stored egms. Additionally, device appears to be intermittently oversensing possible far-field r waves on atrial lead during at/af events, noted on stored egms (eg #1908). â cannot confirm atrial activity during at/af events due to possible sensing issue. P-waves measure 0.5 mv and sensitivity is programmed 0.3 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).